Event description:
It was reported that the pump reset unexpectedly. It was also reported that intermittent occlusion alarms occurred. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was between 100-150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.